Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, (B)(6). There is no further patient information obtained from the customer.

Event description:
The customer reported falsely elevated co2 results on multiple patients. The results provided were for 5 samples: sid (B)(6) = 33.27 / 24.67; (B)(6) = 31.89 / 24.26; sid (B)(6) = 31.75 / 23.68; sid (B)(6) = 32.47 / 24.67; sid (B)(6) = 32.87 / 24.52. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the manufacturing site in section of this submission is incorrect and has been corrected in MDR number 1628664-2018-00265 which has been submitted. All further information will be documented under that MDR number.